Event description:
While testing the unit at the MFR, it was reported that the attachment heated up. This event did not occur during a surgical procedure, so there was no pt involvement. There was no user injury reported and no adverse consequences alleged with this event.

Manufacturer narrative:
A quality investigation has been conducted revealing that the integrated bearing is gritty feeling when rotating by hand. The investigation is still ongoing, so the root cause has not yet been determined. A follow-up report will be submitted if the investigation reveals add'l relevant info.